Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. Customer stated that the high blood glucose was due to his hectic work schedule. Customer doesn't each lunch nor take a break at set time so he often forgets to check his blood sugar prior to meals. Customer stated that he wasted five sets due to bent cannulas and one set came off early. Customer declined helpline assistance.